Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test. The drive support was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corners, reservoir tube and battery tube threads. The insulin pump was received with broken belt clip slot. The insulin pump was received with missing end cap sticker. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose of 771 mg/dl on (B)(6) 2017. The customer reported feeling tired and vomiting before their high blood glucose event. The customer also passed out in the bathroom. Customer's blood glucose rose to 800 mg/dl at one point. The customer disconnected from the insulin pump and resorted to manual injections. The customer was unsure how their high blood glucose event occurred. The customer was disconnected from the insulin pump for greater than 48 hours during their hospitalization. The customer's current blood glucose was 103 mg/dl. Troubleshooting for the insulin pump found a flushed drive support cap. The customer reported dropping the insulin pump. The insulin pump will be returned for analysis.